Event description:
It was reported that there was oversensing, undersensing and noise observed in the episodes stored by the device. The device stored more than 50 asystole and atrial fibrillation episodes as well as bradycardia episodes and none of the episodes were real. Initial reprogramming was unsuccessful, but after device manipulation programming was successful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.